Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low co2 and glu results were obtained on a dimension vista 1500 instrument on multiple patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced s3 probe, r5 probe and mixer; aligned photometer; performed mechanical alignments; ran quality controls, quick check, mix and fluidics test, resulting acceptably. The cause of the discordant, falsely low co2 and glu results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. 2517506-2018-00708 was filed for the discordant co2 result obtained on sample ID (B)(6) on 27-nov-2018.

Event description:
Discordant, falsely low glucose (glu) results were obtained on 4 patient samples on a dimension vista 1500 instrument. The discordant glu results were not reported to the physician(s). Additionally, discordant, falsely low carbon dioxide (co2) results were obtained on 14 patient samples on the same dimension vista 1500 instrument. Out of the 14 discordant co2 results, 10 discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. All repeat results (except for the repeat result for sample ID (B)(6)) were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and glu results.